Event description:
It was reported that the cuff of the foley catheter did not inflate during the pretest. The representative confirmed that the balloon was damaged. When they put the damaged parts back together, they couldn't see any damage. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation of the returned sample noted 1 (without original packaging) 2-way foley catheter with sample port connector, cut portion of the inlet tubing and tip syringe. Visual inspection noted the catheter balloon had ruptured (measuring 0.3370 "). No missing pieces were noted. Also received 2 photo samples. First photo sample showed overview of catheter. Second photo sample shows end of balloon with forceps pinning down exact location of tear present in balloon. Based on photo and physical and sample received product does not meet specifications per inspection procedure which states "pinholes are not permitted." Although an exact root cause could not be determined a potential root cause could be pinhole in balloon or cuff. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the cuff of the foley catheter did not inflate during the pretest. The representative confirmed that the balloon was damaged. When they put the damaged parts back together, they couldn't see any damage. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.